Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 7.5mm longitudinal tear starting 7mm from the proximal markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. After a guide wire crossed the lesion, pre-dilatation was performed using a non-bsc balloon catheter and a stent was deployed. Following stent deployment, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation but failed to cross the deployed stent due to high angulation. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.